Event description:
It was reported that the perform t20 driver tip snapped off.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.